Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking miniloc is confirmed; however, the exact cause is unknown. One photograph of a miniloc infusion set was returned for evaluation. An initial visual observation of the photograph showed a device implanted into a patient with what appeared to be a small drop of a red liquid formed on the distal end of the tubing near the connection point of the housing. No details of the apparent damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking needle. There was no damage to the patient's health.